Event description:
Customer's family member reported at 1:45 am, they were unable to fully wake them and they were sweating so they were unable to treat them. Family member called emergency medical technician (emt) and their device = 21 mg/dl. Customer's device = lo. At 2:03 am, customer was given an IV and saline and a "sugar shot". No controls used. A request was made for return product and replacement product was sent.